Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks and presented in the emergency room. The right ventricular lead was found to be dislodged. The right ventricular lead was explanted on (B)(6) 2019. The patient was in stable condition.